Manufacturer narrative:
Several unsuccessful attempts were made to obtain additional information regarding the events cited in the aaos paper. Should additional information be provided in the future, this report shall be updated.

Event description:
It was observed in a aaos paper titled "early onset failure of porous tantalum monoblock tibial component" there were six patients identified with ingrowth and/or collapse of uncemented tibial components. It is unknown if the patient was revised based on the information provided in the paper.